Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that rv impedance measurements were greater than 3000 ohms. An x-ray was performed which did not reveal any abnormalities, and the high impedance measurements were not able to be recreated. A surgical revision was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2500 ohms, noise, and oversensing with no pacing inhibition. The device was checked, which revealed normal impedance measurements in bipolar configuration, and no noise was able to be reproduced. The device would remain programmed in bipolar configuration and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.